Event description:
The initial reporter received questionable hdl-cholesterol gen.4 and glucose hk gen.3 assay results for six patient samples tested on the cobas 8000 c 702 module. Hdl-cholesterol gen.4. Patient sample 1: the initial result was 6.5 mg/dl. The repeat result was 31.1 mg/dl. Patient sample 2: the initial result was 7.7 mg/dl. The repeat result was 51.9 mg/dl. Glucose hk gen.3 patient sample 3 the initial result was 37 mg/dl. The repeat result was 89 mg/dl. Patient sample 4 the initial result was 33 mg/dl. The repeat result was 95 mg/dl. Patient sample 5 the initial result was 16 mg/dl. The repeat result was 82 mg/dl. Patient sample 6 the initial result was 37 mg/dl. The repeat result was 89 mg/dl. The results were not reported outside the laboratory.

Manufacturer narrative:
The reagent lot numbers are: hdl-cholesterol gen.4 - 91793501 (expiration date: 30-sep-2027). Glucose hk gen.3 - 93474901 (expiration date: 30-apr-2027). The field service engineer (fse) inspected the module and replaced and adjusted the sample probes' positions. The investigation determined that a sample probe issue caused the event. The customer has not reported any other issues after the service. The investigation determined that the service actions resolved the issue.